Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with noise that was oversensed and resulted in episodes recorded in the arrhythmia logbook of the implantable cardioverter defibrillator (ICD) . The noisy episodes ranged in length from 0.5 to 2.5 seconds. No inappropriate shocks were delivered and there was no pacing inhibition as this patient is not pacemaker dependent. In addition, the pacing impedances had decreased to 250 ohms over the past year and the physician suspected a lead insulation issue. All other lead measurements, including shock impedances, had remained stable. A lead revision was going to be scheduled to replace the lead. No adverse patient effects were reported during the follow up. Additional information was later reported that the patient with this lead and ICD died at home several days before the lead revision could be performed. The cause of death is currently unknown and the physician feels that the ICD may have contributed to the patient's death. When an attempt was made to deactivate the ICD so it could be explanted, it was discovered that the device could not be interrogated and there were no tones emitted with a magnet application. Boston scientific technical services (ts) was contacted for assistance on how to explant the device without the physician receiving a shock. A magnet was applied to the ICD and the rv lead was then cut distal to the suture sleeve. The portion of the lead remaining in the patient's heart was capped and the heart will be sent to another hospital for autopsy. The ICD with the proximal portion of the rv lead were returned for laboratory analysis. The boston scientific representative asked that when the autopsy on the heart was completed, that the other portion of the rv lead be returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the returned proximal lead segment was performed. Analysis revealed on the distal end on the returned portion of lead, there was an abrasion in the tri-lumen insulation approximately 35 centimeters from the terminal pin. Some of the insulation appeared abraded through while some portions remain intact. Without the entire lead body returned, a complete picture of the damage for this location was unable to be determined. However, the characteristics of the abrasion and the location are indicative of being caused by clavicle first rib entrapment. In addition, there was evidence of melted metal observed at the abrasion site was also observed. However, it is unknown as to when the metal damage had occurred. Resistance testing was then completed to assess lead electrical performance which concluded that the lead was electrically continuous.

Event description:
---

Manufacturer narrative:
Additional laboratory analysis of the lead confirmed that the melted metal in the cable housing was caused by shock delivery into two adjacent lead conductors (exposed to each other due to insulation abrasion) that were either touching or close enough to allow shock energy to arc between them, thereby creating a short circuit. As of the 12 july 2011, follow up appointment, the device had reportedly not delivered therapy. The device therefore shocked into a shorted lead sometime after the follow up visit.

Manufacturer narrative:
The ICD was also returned and analysis was completed. Visual inspection of the device case revealed no evidence of arc marks or arcing damage. The device had no telemetry and a memory download was unable to be performed. Electrical testing and analysis of the internal components discovered that this device experienced a high current condition to an anomaly on one of the component layers (gate oxide) within the integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. It was concluded that this battery drain most likely contributed to the no telemetry condition. In addition, laboratory analysis of the device was unable to confirm if the rv lead had experienced a shorted condition during shock delivery, resulting in the melted metal damage observed during lead analysis.